Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device mentioned in b5 will be filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a lesion in the right coronary artery. During use of an intravascular ultrasound (ivus) with two bmw universal ii guide wires, during removal, resistance was met and the distal portion of the guide wires became unraveled and caused damage to the ivus catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, it is possible that a coagulation of blood/contrast on the guide wire and/or the guide wire was bent resulted in the reported difficult to remove; however as the device was not returned for analysis this cannot be confirmed. Interaction/manipulation of the compromised device likely resulted in the reported break. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the right coronary artery. During use of an intravascular ultrasound (ivus) with two bmw universal ii guide wires, during removal, resistance was met and the distal portion of the guide wires became unraveled and caused damage to the ivus catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.